Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. The pt was treated for adhesions, which is a known adverse event listed in the IFU. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.

Event description:
The following was reported by the pt's attorney: (B)(6) 2011: a bard composix kugel hernia patch was used to repair the pt's hernia defect; (B)(6) 2012: the pt had surgery to explant the mesh. During surgery the surgeon noted "severe, hard, firm, sharp edges in mesh with significant amount of small bowel stuck to it." Pt's (composix) kugel patch was entirely removed. The attorney alleged permanent injuries, adhesions, pain and suffering, explant and defective mesh.